Manufacturer narrative:
The customer declined to provide further information for the investigation. The customer has not complained of any additional issues. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of an erroneous high result for 1 patient sample tested for elecsys pth (pth) on a cobas e801 module. The initial pth result was 551 pg/ml. The sample was repeated on a different e801 module and the result was 98.4 pg/ml. The sample was repeated again on another unspecified instrument and the result was between 90 ¿ 95 pg/ml. It is not known if the erroneous result was reported outside of the laboratory. There was no allegation that an adverse event occurred. The pth reagent lot number and expiration date were not provided. There were no issues with other patient samples run prior to the 551 pg/ml result or after it. The customer thinks this was a single event caused by the sample and did not request any further investigation.